Event description:
It was reported that the patient experienced ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the 1-8 tail of the existing lead was disconnected from ipg and a new lead was implanted. Surgery resolved the issue.